Event description:
It was reported that two virage screws at the end of a construct were discovered to be fractured on post-op images. It was reported that the patient sneezed and felt pain at home. A revision surgery is planned but has not yet been scheduled. This is report two of two for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00036.

Event description:
It was reported that two virage screws at the end of a construct were discovered to be fractured on post-operation images. It was reported that the patient sneezed and felt pain at home. A revision surgery was performed successfully. This is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4110. Corrections in b5 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the lower housing fractured resulting in the screw disassembling. An x-ray image was also provided which shows the screw had fractured post-op. Root cause: the potential cause cannot be identified with the currently available information. Unknown surgical or patient factors may have contributed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two virage screws at the end of a construct were discovered to be fractured on post-op images. It was reported that the patient sneezed and felt pain at home. A revision surgery is planned but has not yet been scheduled. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: lot number & UDI number, d9, and h3. Additional information in d6b and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.